Event description:
Per the clinic, the patient experienced a migration of the electrode array into the round window within the facial recess. The patient underwent revision surgery on (B)(6) 2025 to reposition the device by pushing the electrode array back into the cochlea and repacking the round window. The procedure was performed under general anesthesia. The implanted device remains.